Manufacturer narrative:
The customer was sent a replacement pump. In follow-up with a medela clinician on (B)(6) 2017 the customer clarified that she took dicloxicillin, which resolved her mastitis. The product was received on 2/23/17. Though the product has been received, it has not yet been tested/analysed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to medela customer service on (B)(6) 2017 that she was experiencing low suction with her pump in style advanced (pnsa) starter breast pump. The customer stated that she was getting clogged ducts and developed mastitis.